Event description:
It was reported that during use with bd vacutainer® 9nc 0.109m plus blood collection tubes there was a low draw. Patient was re-collected. The following information was provided by the initial reporter, translated from chinese to english: at 9 a.m. On (B)(6) 2023, the nurse followed the doctor's order to collect blood samples for the newly admitted patients. During the operation, it was found that the tube had low draw issue, and a sufficient amount of blood was not sucked out. Replacement of other vacuum blood collection tubes continued to draw blood without low draw issue. Report the situation to the head nurse.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.